Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of when running no fluid was going through the tubing was not reproduced. Evaluation inspected the device and found the device to deliver within acceptable range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused, when running no fluid was going through the tubing. This occurred during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.